Event description:
Foley balloon valve snapped off of the foley, allowing the foley to come out of the patient inadvertently. No bleeding/clots noted. New foley inserted without difficulty. FDA safety report ID # (B)(4).